Event description:
When the metal bolt was unscrewed, only a part of the catheter (around 8-10 mm) came out. Some "whitish materials" compatible with the remaining part of the catheter were noted in the burr hole. An expansion of the cutaneous pathway and the burr hole were performed to remove the small fragments of the catheter. After a few attempts, the remaining part of the catheter was successfully extracted. The event did lead to an increase in surgery time. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.